Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, a triclip was implanted successfully at mid anterior septal region. A second triclip was implanted at posterior septal region. A single leaflet device attachment (slda) occurred from posterior leaflet. An attempt was made to deploy third triclip. It was entangled with sub valvular apparatus due to low echocardiography imaging quality. Troubleshooting was performed and was unsuccessful. The clip was implanted on sub valvular apparatus . The tr was reduced to grade 4 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. A cause for the reported poor imaging could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.